Manufacturer narrative:
(B)(4). A piece of wire was inserted lengthwise into the gore® viabahn® delivery catheter. After fully cutting the wire free, it sprang into a ¿v¿ shape with downward curved ends consistent with the behavior of nitinol and the shape of an excluder® trunk anchor. It appears that an anchor of the gore® excluder® aaa endoprosthesis featuring c3® delivery system was caught on the deployment zipper of the gore® viabahn® endoprosthesis and was pulled from the gore® excluder® device and into the lumen of the gore® viabahn® catheter. Per the event description there are no physician observations in regard to the gore® excluder® aaa endoprosthesis featuring c3® delivery system or its delivery system. The use of the gore® excluder® aaa endoprosthesis with a gore® viabahn® device is an off label use. The piece of wire found on the viabahn® catheter likely came from the rlt311413 device. The deviation from the instructions for use (IFU) of the rlt311413 in combination with a viabahn® device was likely the cause of this event. According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the patient. (B)(4).

Event description:
On (B)(6) 2017, a patient was being treated for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. Two gore® viabahn® endoprostheses with heparin bioactive surface were used in the right renal artery to maintain blood flow. Reportedly, the gore® excluder® aaa endoprosthesis featuring c3® delivery system was implanted without any complications. It was reported that when the physician implanted the gore® viabahn® endoprostheses, one of the devices¿ deployment line would not release completely. The physician removed the delivery system with difficulty. It was found that the deployment line did not fully release due to a wire in the delivery system. The devices remained implanted and the patient tolerated the procedure.